Manufacturer narrative:
(B)(4). Information was not provided by the contact.information is unavailable; device was not returned for evaluation.

Event description:
It was reported that two years post implant of a swedish adjustable band procedure, the patient enrolled in (B)(4) registry had an esophageal dilatation. It is also noted that in one year follow up visit, the patient was pregnant without deflation of the band. This dilatation was noted after pyrosis. Note the band was deflated: -6.5cc was withdrawn; 2cc is still inside of the band. Additional follow up procedure is being conducted. If additional details become available, a 3500 a supplemental will be sent.